Manufacturer narrative:
The reported deflection complaint and tissue on the catheter tip issue was confirmed. Visual inspection of the catheter revealed there were two bends at the deflection area. There was tissue adhering on the tip electrode. The catheter deflected when actuating the steering mechanism; however, the catheter did not deflect in the correct shape according to specifications, due to the bends in the shaft. The reported events of steering and insertion difficulty were unable to be confirmed. There was no additional resistance was noted when actuating the steering mechanism and the device met specifications for outer diameter measurement of the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bends in the shaft is consistent with damage during use. The cause of the tissue on the catheter tip remains unknown.

Event description:
During an atrial tachycardia ablation procedure, tissue was noted to be adhered to the tip of the catheter and the patient experienced chest pain. The catheter was inserted into the heart and difficulty was noted torquing the device as it was up against a valve in the coronary sinus. Resistance was noted when attempting to remove the catheter. However, the catheter was removed and tissue was noted to be adhered to the tip of the catheter and the patient reported chest pain immediately after removal of the catheter. A transthoracic echocardiogram was performed revealing no cardiac effusion and the patient was in stable condition. The following day, another echocardiogram was performed which confirmed there was no cardiac effusion noted. There were no performance issues with any abbott devices.